Event description:
A dexcom g7 continuous glucose monitor used by a pediatric patient, aged seven, with type one diabetes, displayed repeated false low readings overnight. The device escalated to an urgent low alert of 43 mg/dl. Caregivers treated the child for hypoglycemia with fast acting carbohydrates. A confirmatory fingerstick blood glucose test performed immediately after showed 470 mg per dl indicating a severe false low reading.